Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Approximately eight months prior, the device showed an estimated remaining longevity of 1.5 years. Approximately six months later the device went into elective replacement indicator (eri) status. It was noted the patient was symptomatic with the loss of av synchrony due to vvi mode when the device entered end of life (eol) status. Subsequently, the device was explanted and replaced. The explanted device is expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated remaining longevity appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated remaining longevity calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated remaining longevity, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared ert earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Approximately eight months prior, the device showed an estimated remaining longevity of 1.5 years. Approximately six months later the device went into elective replacement indicator (eri) status. It was noted the patient was symptomatic with the loss of av synchrony due to vvi mode when the device entered end of life (eol) status. Subsequently, the device was explanted and replaced. The explanted device is expected to return for analysis. No additional adverse patient effects were reported. The product has been returned for analysis.